Event description:
It was reported that on (B)(6) 2014 during an incision and drainage procedure a reamer/irrigator/aspirator drive shaft was discovered with the tip broken off when it was opened on the back table, another drive shaft was readily available for use. No patient harm was reported and the procedure was completed successfully with no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hrx. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history records showed no non-conformances generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (std. Drill speed) be used. The technique guide (j4352-h) recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. Drawings 314_741 rev. K and drawing 314_741_1_2 rev. B were reviewed and determined to be suitable for the intended design and application. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.